Event description:
The company was informed that the pt was experiencing pain at the implant site. The pt was prescribed biocalvid for 20 days starting on (B)(6), 2012. Once the pt finished taking the prescription the pain returned. The pt was also treated with penicillin from the primary care physician (date unk). Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.